Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair) in package.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the reported failure mode. Visual inspection: the part showed a hair under the printed label. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Based on investigation, the root cause was attributed to be manufacturing related. No indications of material, or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair) in package.